Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 14-sep-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a blood glucose value of 401 mg/dl after receiving an alert 38 from the ilet device. The user performed a dry run and was able to push insulin, then changed supplies and resumed insulin delivery. No outside medical intervention was required.